Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test and self test. However, unit failed sleep current measurement, active current measurement and detail trace displays charge/battery lasts less than expected. No damage or moisture noted on electronic assemblies. Swapped pcba 2 with test pcba 2 and failed sleep and active current measurement. Swapped pcba 1 with test pcba 1 and passed sleep and active current measurement. Battery/power anomaly problem is isolated to pcb 1. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.